Manufacturer narrative:
Voluntary event report was received mw5185122.

Event description:
Voluntary medwatch received states that this right ventricular lead (rv) exhibited low out of range shock lead impedances of less than 12.5 ohms when a committee shock was delivered. The rv lead remains in service.